Manufacturer narrative:
The device is not available to manufacturer.

Event description:
It was reported that when retrieving the coil (subject device), it was pulled slowly and moved. The coil (subject device) was stretched. It is unknown if the coil (subject device) migrated after being detached. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date: added. D4 expiration date: added. Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer was when retrieving the coil, the coil was moved and stretched. It was reported that the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that when retrieving the coil (subject device), it was pulled slowly and moved. The coil (subject device) was stretched. It is unknown if the coil (subject device) migrated after being detached. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.